Manufacturer narrative:
B5; additional information was received from the reporter. D4: lot number was obtained. H10: the reported complaint of device breakage is confirmed. Conmed received one 60-6085-202a in opened original packaging. The reported lot number was verified. A visual inspection was performed and found that the balloon with the heat shrink collar was detached from the shaft. The cervical cup was not returned with the product. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only complaint this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. (There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve.) For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Additional information was received from the reporter that indicated the following; after removal of the v-care, item # 60-6085-202a, lot 202001061, during a xi robotic hysterectomy with bilateral salpingo-oophorectomy, it was noticed the tip (balloon) of the vcare had come off. All pieces were removed. It is noted there was no reported impact or injury to the patient and the procedure was successfully completed with no reported delay, using an alternate device.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare, large (37mm) cup, item # 60-6085-202a, unknown lot, that occurred (B)(6) 2020 at (B)(6) health system. It was reported only that the facility had uterine manipulator malfunction during a case. A piece broke off, they retrieved everything. It is noted there was no reported impact or injury to the patient and the procedure was successfully completed with no reported delay, using an alternate device. Additional clarification has been requested. When additional information is provided, this filing will be updated accordingly. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.